Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware, on 08/22/2016, that on (B)(6) 2016, there were continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred . Sensor was inserted on (B)(6) 2016, on the abdomen. Reportedly, the patient restarted the same sensor. No additional event or patient information is available. No product or data were provided for evaluation. The reported inaccuracy could not be confirmed. A root cause could not be determined. Labeling indicates: the receiver may detect issues with your sensor where it cannot determine your sensor glucose reading. The sensor session ends and the receiver shows the "sensor failed" screen. If you see this screen, it means your cgm session has ended. Press the select button to clear this screen. Remove your sensor and insert a new sensor.